Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was observed with a one-link extension set. The reporter stated they had difficulty flushing the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.